Manufacturer narrative:
Follow-up #1 date of submission 07/22/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/01/2016 with the following findings: during testing, there was moisture observed inside the pump; on all boards, moisture on display. The pump was not able to power on during testing. The pump failed a leak test at the audio bolus button; the cover was lifted. The battery compartment and pump casing were cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. It was alleged that there was moisture behind the display. There was no allegation of an adverse event associated with this complaint. This is not reportable because there is no impact on insulin delivery function, no delay in treatment, and no indication of power failure. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified.